Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure there was an aspiration issue and an irrigation loss. The case was completed using a manual extraction technique of the cataract. There was no harm to the patient.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 2, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data this file has been sent to correct the previously missed follow up 2 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the event occurred during a cataract extraction with intraocular lens implant procedure. A system messages was displayed.